Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedance measurements. The spike in the values began (B)(6) 2018. It was noted that no obvious fractures were seen when it comes to this competitor right ventricular (rv) lead and no connection issue was noted with the lead and implantable cardioverter defibrillator (ICD). The patient was brought in for further testing and pre operation shock values were variable and out of range. The patient was sedated and a commanded shock was delivered which showed normal shock values. Some noise was seen on the shock channel. The shock values through the device and post shock were stable, but were still out of range. The pocket was opened and the header/terminal pin connection appears normal. The competitor rv lead was withdrawn from the header and tested with a competitor pacing system analyzer (psa) which showed normal pace impedance values, but noise was still evident on the psa analyzer channel. The competitor lead was explanted and a new lead was implanted. The values with the new lead and this ICD appeared normal. No additional adverse patient effects were reported. Pocket opened. Header/terminal pin connection visually okay. Lead is fully inserted. Lead withdrawn from header (very tight fit). Lead tested through mdt analyzer. Black to terminal pin and red to rv coil gave 302-306 ohms impedance (within range). Still some noise seen on rv analyzer channel. Physician opted to attempt lead extraction using manual traction; lead came out easily. New bsc 0693 lead implanted sn (B)(4). Testing through analyzer resulted in the following values: sensing 10 mv, impedance 398 ohms.